Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 500 mg/dl. Customer experienced nausea, vomiting, abdominal pain and difficulty breathing. Customer had sensor glucose value of 40 mg/dl when customer had high blood glucose. Insulin pump will not be returned for analysis.